Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On 25-jul-2024, reported that patient faced 2 infusion tube leakage at site. Infusion set has been used for 1.5 days. The blood glucose level was 350 mg/dl. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.